Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: can you please provide more event details? What metal part are you referring too? The recharge part. Did the cartridge reload fall apart while firing the stapler? The tissue was run at the time of firing. Did the silver metal pan / tray of the cartridge reload with the remainder of the cartridge or did it separate from the cartridge deck? It separated from the rest of the cartridge. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Do not or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? The gun fired but all the tissue was run and the staples did not form well and if I pass the blade, without finishing its normal cycle if staples deployed, what was the appearance of the staples? (B-formation, irregular, straight legs)? The staples were deployed, but irregularly formed. Please provide details. Was there difficulty loading the cartridge into the jaws of the stapler? It was easy to mount again until the third shot, since the metal part of the recharge had remained in the recharge channel was there difficulty removing the cartridge from the jaws of the stapler? It was difficult to remove the recharge since it was very fair.

Event description:
It was reported that during a sleeve gastrectomy procedure, when the first shot is made, the metal part is released and the second recharge is not shot, a new one is passed and it works, there are no fragments left inside the patient. Surgery was delayed 5 minutes. The procedure was successfully completed and no patient consequences were reported.